Event description:
Reference number (B)(6) event occurred in the united states. It was reported that patient faced infusion set leaking event on (B)(4)2024. Infusion set tubing and connector issue caused leaking. Infusion set had been used for up to three hours. The blood glucose level was 245 mg/dl. A correction bolus was delivered via multiple daily injection to address high blood glucose level. No further information available.